Event description:
Boston scientific received information that a clinical study form noted this right ventricular (rv) lead was oversensing for an unknown duration of time. During a twelve month follow-up appointment the device was reprogrammed. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.